Event description:
The customer reported the system had a control panel error and the mainframe was rebooting intermittently. There was no patient injury death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.